Event description:
It was reported that during an arthroscopy procedure, the t1 of the fast-fix 360 was deployed successfully, the suture broke before the t2 implant could be deployed. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that the storage specifications are documented and a material certificate is required with each lot. A visual inspection was performed on the product. The suture and t2 were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was in the t2 position. Based on the condition of the product material found during visual inspection, additional material testing is not required. The actuator tip functioned as designed. The t anchor implants are implantable, so biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, and/or migration cannot be determined. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force applied. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy procedure, the t1 of the fast-fix 360 was deployed successfully, the suture broke before the t2 implant could be deploy. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.